Event description:
It was reported that an unknown issue with the device battery occurred. There was no patient involvement.

Manufacturer narrative:
Additional in d10, h3, h6. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from the date of manufacture 10/01/2019 to the present date 11/30/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that an unknown issue with the device battery occurred. There was no patient involvement.